Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the foot-end jack would not pump up due to the pedal being blocked. The event of the brakes unable to be engaged was reported in error. There was no reported malfunction of the unit's braking system.

Event description:
It was reported via repair work order that the brakes could not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.